Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that it is unable to charge a battery.